Event description:
Following a refill, the pt experienced overdose-type symptoms. The pt was dizzy shortly after the refill and there was a bulge in the skin over the pump suggesting that some to all of the drug was put into the pocket instead of the pump. The healthcare provider was concerned about potential damage to the pump septum that allowed the drug to leak out since she felt she was in the refill port prior to injecting. They were also concerned about withdrawal symptoms, but were hesitant to fill the pump at this point either. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4)